Event description:
It was reported the customer received an error alarm on their insulin pump. Customer stated the error alarm cleared out their settings on the insulin pump. Customer's blood glucose was 97 mg/dl at the time of the call. The customer stated the error alarm occurred after a battery change. The customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.